Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was used during planned treatment/non-emergency treatment. The procedure was completed as planned by using the mobile c-arm system. A philips field service engineer (fse) examined the system onsite and confirmed that the system could not be turned on. Upon troubleshooting fse found that after power reset, the system can no longer be switched on. The system did not respond to the on button on the uim (user interface module), or sometimes only started after up to 15 seconds. The cause of the pdu control module failure could not be conclusively determined by the supplier's part analysis, however the replacement of the pdu control module and reinstallation of device software by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not be turned on. No harm was reported to philips. Philips has started an investigation of this complaint.